Manufacturer narrative:
MFR ref number (B)(4). The device was evaluated by baxter. The device was received inoperable due to a "door not fully latched" message caused by a loose upper link screw. The "door not fully latched" messages correspond to the reported symptom of "door that is jammed" as found in the history log as door jammed alarms. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The screws have been replaced.

Event description:
The customer reported that the spectrum pump has a "door that is jammed". No pt injury was reported. No further info was available.